Event description:
It was reported that the patient presented to the hospital for normal cardiac resynchronization therapy defibrillator device change procedure. Prior to procedure, the left ventricular lead exhibited elevated capture threshold. The physician capped and replaced the lead on (B)(6) 2022. The patient was in stable condition throughout the procedure.